Event description:
Left breast allergan tissue expander implanted on (B)(6) 2014. Upon last visit to doctor noted to have a deflated left breast tissue expander. Patient denied trauma or other issues. Previous segmental mastectomy scar appeared to be tethering of the surrounding skin. Patient underwent removal of left breast tissue expander, excision of scar left breast and replacement of left breast tissue expander. A defect in the left tissue expander was found along the superior posterior seam measuring approximately 1 cm long.